Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 116 mg/dl and their sensor glucose read 167 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also had a calibration error alert on their sensor. It was also found the customer had blood at site. The customer also reported having bent cannulas on their previous sensors. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.